Event description:
It was reported when the lead was inspected prior to implant there was a bend/kink at the distal end. The lead was not implanted, and a different lead was used. There was no patient injury.

Manufacturer narrative:
The lead has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed the distal end was bent new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.